Manufacturer narrative:
The complaint is confirmed, user related. Two devices were returned and it was unk which device belonged to this complaint; therefore, both devices were evaluated. As the devices were found to be severely kinked along their entire length and the previous uses of the devices occurred without incident, all of the damage must have occurred during the last and final use of the devices. The evidence suggest that the user's insertion technique placed excessive lateral force on the wire/spring tips during insertion and/or removal from the scope at it's point of entry. The devices may have been used beyond their useful lifespan. The lot number of the device is unk, however, a DHR review of the last two lot numbers of this device shipped to the customer revealed no discrepancies with either lot number. (B)(4).

Event description:
The guidewire kinked as it was being inserted into the endoscope. Per the user, the device had been used approx five times beforehand without incident.